Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had problems with a cardiac monitor. Patient stated that they started having shortness of breath and dizziness and the symptoms got worse by day 7 or 6 or 7 and they couldn't tolerate it so they unplugged it temporarily. Patient said that the electromagnetic field from the monitor interrupted the conduction of the message going from the stimulator during a MRI.